Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer decided to use a new pump that had never been used before and planned to set it up accordingly.